Manufacturer narrative:
(B) (4). F/u report will be filed if additional info becomes available.

Event description:
It was reported that the epidural catheter broke inside the pt when the physician was trying to remove the catheter. A neurologist was called in to take out the catheter. Additional info provided by the sales rep from the physician on 01/22/10, states the catheter was in use for 4 hrs. The pt was in a sitting position during the removal and resistance was met. At which time, the catheter separated and a 10 to 12 cm piece was retained. The piece was surgically removed and there were no pt complications reported.